Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
It was reported that the patient underwent a revision surgery due to a dislocated hip and disassociated femoral head from stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: x11-180313 item name: bi-metric/x por nc lat 13x145 lot number: 386650; item number: 11-173663 item name: m2a 38mm mod hd +3mm nk lot number: 780870; item number: 31-323230 item name: 3.2mmx30mm rnglc+ acet drl bit lot number:355010; item number: 00-510-400-00 item name: exodus hip stem removal blades lot number: 21021; item number: 430060 item name: radial osteotome 6mm lot number: 541312; item number: 11-300818 item name: arcos 18x150mm spl tpr dist lot number: 381820; item number: 11-301312 item name: arcos con sz b hi 60mm lot number: 838120; item number: 11-302101 item name: arcos troch claw large 100mm lot number: 506530; item number: 11-302138 item name: arcos lateral troch bolt 38mm lot number:240720 ; item number: 650-1055 item name: cer bioloxd option hd 28mm lot number: 3130999 ; item number: 650-1064 item name: cer option type 1 tpr sleve -6 lot number: 3100122; item number: 110010268 item name: g7 osseoti multihole 60mm g lot number: 6833750; item number: 110024465 item name: g7 dual mobility liner 46mm g lot number: 358140; item number: 110031013 item name: vivacit-e dm bearing 28x46mm lot number: 65254751 ; item number: 00-6250-065-40 item name: bone screw 6.5x40 selftap lot number: j7250390; item number: 00-6250-065-25 item name: bone screw 6.5x25 selftap lot number: j7280773; item number: 00-6250-065-30 item name: bone screw 6.5x30 selftap lot number: 65514448; item number: 65514448 item name: bone screw 6.5x30 selftap lot number: 65013422 ; item number: 00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65459439; item number: 00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65632345; item number:00-2232-004-18 item name: cable-ready cable assy cerclage cocr 1.8mm x 635mm lot number: 65656496. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-00339, 0001825034-2023-00341. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted.